Event description:
During watchman placement procedure in the cardiac catheterization lab, watchman flx device was opened and set inside the patient's heart. During the deployment of the device, by md, the device would not release for the insertion platform. As a result, the device had to be removed from the patient, and a new device successfully deployed inside the patient.